Manufacturer narrative:
Philips service replaced x-ray tube and calibrated system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that large focus defect in x-ray tube caused loss of imaging on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.